Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratched display window, cracked case at the display window corner, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised force sensor system alarm on their device. The customer states the alarm happened after trying to prime, and it appears as soon as the priming rod makes contact with the bottom. The customer's blood glucose level at the time of incident was 103mg/dl. Troubleshooting was conducted, and the device is being replaced and returned for analysis.